Event description:
During a clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that provocative testing was performed, but no abnormalities were observed.